Manufacturer narrative:
The actual blade/knife was discarded by the end user. No sterile samples were returned for evaluation. The retained sample was reviewed by the engineer and met dimensional and sharpness requirements for this size/type blade component. No details were received regarding the pre-operative preparation of the device, surgeon's experience or technique, patient's health history or events that may have occurred during the procedure that could have attributed to the reported larger incision/leaking of the incision. Without receiving sterile devices to review, the actual blade device to examine, photos of the actual blade device to examine or pertinent details of the procedure, a definitive root cause cannot be determined at this time.

Event description:
Surgeon is experiencing that incision made by this knife is bigger than specified dimension, resulting in wound leakage. The surgeon was performing phacoemulsification & used the blade to create the side port. He reported that the blade was not sharp enough and it created an opening, which was larger than 1.1mm. This resulted in leakage during aspiration / irrigation. It didn¿t cause any issues with the patient's health and the surgeon was able to finish the procedure without further incident. The used knife was discarded and they do not have any other samples to send for evaluation.